Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a deep tissue injury while laying on his back during rehab. The patient was reportedly admitted to the hospital ICU. It is unclear if the patient was admitted to the ICU due to the deep tissue injury or an unrelated reason. Follow up indicated that the patient's condition improved but was still in the ICU.